Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 447 (mg/dl). Customer reported delivering a bolus to treat bg level; however, a review of pump history indicated customer had not bolused after eating two meals. Also, during troubleshooting with tandem technical support, air bubbles were noted in tubing. Customer was guided through a cartridge change to remove air bubbles and was advised to confirm boluses initiated are delivered.